Manufacturer narrative:
Title: early percutaneous valve failure within bioprosthetic tricuspid tissue valve replacements citation: catheterization and cardiovascular interventions 82:428¿435 (2013) authors: james bentham, md, shakeel qureshi, md, andreas eicken, md, john gibbs, md, george ballard, md, and john thomson, md. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review of four medtronic bioprosthetic valves implanted off-label in the tricuspid position in three patients. No serial numbers were provided in the literature. Cases 2 <(>&<)> 3: a (B)(6) female patient, who had a non-medtronic valve implanted three years prior, presented with severe tricuspid regurgitation. A medtronic 22-mm melody valve (pli-20) was implanted, resolving the tricuspid incompetence. At 2-week follow-up tricuspid incompetence was noted, which progressively worsened to severe tricuspid regurgitation at 3-month follow-up. A non-medtronic valve was implanted inside the existing melody valve. At 2-week follow-up, tricuspid incompetence was noted again. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrections: changed gender from male to female; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.